Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results.

Event description:
A peritoneal dialysis patient called technical services and stated she encountered air detected in cassette during drain 0 of 4. Treatment was progressed to fill 1. The patient found additional air in the patient line. Treatment was discontinued. The patient stated when she canceled the treatment and removed the cassette from the liberty cycler fluid had leaked inside of the cassette door. The set was discarded. During follow-up the patient¿s nurse stated the patient was feeling well and did not experience any adverse complications as a result of the incident. The patient continued the treatment on continuous cycler-assisted peritoneal dialysis (ccpd) with replacement cycler without further issue.